Event description:
The patient's weight gain was not related to vns, but rather the patient's feeding schedule and limited movement. The patient also had prophylactic generator replacement on (B)(6) 2015, and the facility does not return explanted product. No analysis could be performed.

Event description:
It was reported that a patient had experienced a recent increase in seizures. It was stated that the increase in seizures may be due to depletion of the generator battery. The patient was at high settings and had experienced some weight gain. The patient's banzel and vns settings were adjusted at the most recent office visit on (B)(6) 2015. No additional relevant information has been received to date.